Event description:
It was reported that the prosthesis broke after 13 days of implantation. This occurred during the passage of the sitting to standing up position. Patient suffered intense pain on the left. Hematoma of the anterior front thigh, at the level of the 1/3 upper of the tunnellisation site with acute ischaemia of the left lower limb. The graft was repaired using new carbon impra 7mm graft.

Manufacturer narrative:
The device history records were reviewed with special attention to the quality control testing for this lot. This lot met all release criteria, including all tests for wall thickness and strength. The returned sample was evaluated. One 15 mm by 2 mm segment of graft was returned. The graft was heavily blood stained and had some tissue attached and a piece of suture running through it. Due to the small size and poor sample condition, it was very difficult to identify the graft as bard product or to confirm circumferential graft tear. The results are inconclusive due to poor sample condition. It is unknown if patient or procedural factors contributed to this event. The definitive root cause is unknown. The information for use (IFU) states: warnings-impra grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the grafts to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel. A 2-year complaint history review for impra carboflo thinwall small bead eptfe grafts was performed. This has been the only reported occurrence of circumferential breaks.